Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The 80% stenosed lesion was located in a mild left anterior descending artery. The patient presented to the emergency room with unstable angina and a taxus express2 drug eluting stent was deployed in a right coronary artery. Four days later, a 2.75x16mm taxus liberte' drug eluting stent was deployed for 20 seconds at 10 atms in the mid left anterior descending artery in a staged stenting procedure. During the placement of the 2.75x16mm taxus liberte' drug eluting stent, no pre of post dilation occurred. At the time of procedure, the patient was prescribed the following medications: aspirin, coreg, integrillin, angiomax, plavix, zocor and zestril. No patient injuries or complications occurred and the patient was discharged. Eleven weeks post procedure, the patient stopped plavix administration. Two weeks later, the patient presented to the emergency room with st elevations and myocardial infarction. An EKG and diagnostic catheterization procedure confirmed thrombus inside of the stent in the mid left anterior descending artery. The thrombus was treated with balloon angioplasty using a 2.25x15mm quantum maverick balloon. No further patient injuries or complications occurred. Patient status is satisfactory. The physician attributes the event to the patient's cessation of plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.